Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced discomfort around incision area following implant of the cardiac resynchronization therapy defibrillator (crt-d). A pocket revision was performed. Follow up evaluation was performed and the patient pleased with the results of the revision. Site left chest appears to be healing well. The crt-d remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in a clinical study.